Event description:
The attending physician observed two atomic screws backing out from an anterior cervical plate on x-rays taken during a routine follow-up exam. Health care professionals reported that the patient did not comply with postoperative instructions. A revision surgery was performed to remove the plate and screws. A new system was implanted to reestablish fixation. The patient experienced no neurological symptoms.